Event description:
It was reported that the universal modular electric/battery single trigger handpiece did not function during a total knee replacement procedure. Add'l clinical f/u with the customer indicated that the reset of the battery failed to resume function during use. There was no report of pt injury or surgical delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.